Manufacturer narrative:
(B)(4). Investigation summary: it was reported performance breakage suture. A detached needle and a needle/suture of product code 8720 were received for evaluation. The product code is double armed. During the visual inspection of the sample, the swage and attachment area of the detached needle were noted to be as expected. The barrel hole was examined under 20x magnification and remnant suture was noted, the suture end is severely cut (damaged), resulting in a clip off defect. The second needle no present defects. The manufacturing records couldn't be reviewed as the batch number is unknown. According to the sample condition and the assignable cause of the performance breakage suture is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking and due to this condition.

Event description:
It was reported that a patient underwent a femoral-femoral crossover graft procedure on (B)(6) 2019 and suture was used. During the procedure, while suturing the graft, the suture broke near to the needle. The graft was resewn with a new suture. The procedure was delayed by fifteen minutes. There were no adverse patient consequences reported. No additional information was provided.